Event description:
It was reported that during a prostate procedure "flickering when started" was observed. The procedure was completed with an alternate surgical procedure (bipolar). Patient outcome "good" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4). The glass cap shows a circumferential fracture at proximal side of fiber/glass cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the outer flow tubing exhibits signs of melting at the location of the fracture; the metal cap is blackened at the location of the fracture. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.